Event description:
Rn has reported that dialysis solution is leaking out of the cassette and into the cycle. The leak was noted at the point where the tubing connects with the cassette. There is no report of patient ill effect. Sample is available for investigation.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformance during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.